Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that device was explanted "early (B)(6)" 2016 according to patient and the infection was in the pocket on the left side. The patient was treated with antibiotics and monitored at her clinic with follow-up appointments. It was unknown when the actual infection occurred. No patient outcome was reported. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.